Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menometrorrhagia ("irregular heavy periods"), dyspareunia ("dyspareunia"), depression ("depression"), weight increased ("weight gain"), fatigue ("fatigue"), alopecia ("alopecia") and memory impairment ("forgetfulness"). The patient was treated with surgery (surgical removal of essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menometrorrhagia, dyspareunia, depression, weight increased, fatigue, alopecia and memory impairment outcome was unknown. The reporter considered alopecia, depression, dyspareunia, fatigue, memory impairment, menometrorrhagia, pelvic pain and weight increased to be related to essure. Company causality comment incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.